Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional devices referenced are being filed under separate medwatch reports.

Event description:
It was reported the three indeflators were not inflating. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed however a review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.